Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) reported that they replaced the safety disk. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 block - event site name: (B)(6).

Event description:
It was reported during maintenance (routine check) that cardiosave intra-aortic balloon pump (iabp) units pim tests failed. No patient was involved.

Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the safety disk (0202-00-0140). The unit passed all functional and safety tests and was returned to the customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing department (fat), wayne, nj, on (B)(6) 2025. The failure analysis and testing department received part number 0997-00-1178 safety disk, serial number dr343315k1, with a reported unit failure: the safety disk failed the leak differential pressure test. A visual inspection found the part to be in good condition. The safety disk (part number 0997-00-1178, serial number (B)(6) was installed into the cardiosave test fixture (serial number (B)(6)) and tested to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual (part number 0070-00-0639 revision r). The fat department performed the all-manifold test and could not confirm the complaint of the safety disk failing the differential pressure leak test. The result of the test was -2 mmhg. The factory specification is ±10 mmhg. The safety disk passed testing. The safety disk is being retained in the fat department per procedure number 0002-07-d008 revision au. Based on the evaluation results, the issue was resolved by replacing the malfunctioning safety disk. However, per the cardiosave dfmea, the possible cause of the failure mode ¿safety disk, displacement failure¿ is ¿excessive diaphragm stress¿ (cardiosave dfmea, 0060-00-1459-23, revision ag, mb, october 8, 2025). Updated field: b4; b5; d9; g3; g6; h6 investigation findings, investigation conclusions. Corrected fields: g1 contact person.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) failed an all-manifold leak test. The leak differential pressure value was out of range. There was no patient involvement reported.